Event description:
It was reported to philips that the flexvision was not displaying images. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred. The procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) visited onsite and checked the reported problem. During troubleshooting, fse that the flex vision pc was defective and experiencing startup failures. To resolve the issue fse replaced the flex vision pc and hard disk spare part and return the part for further analysis, and no failure found. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.